Event description:
During angioplasty, unable to remove 10mm x 4cm balloon catheter from another MFR's size 7f sheath. Vascular access enlarged by removal. Surgery required to repair left femoral artery.